Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: fogging probable root cause: cables connectors digital board power supply filter / fuse ac inlet board main board transition board fiber board intermittence between transition board and ch connector software scope (see rsk10356 output "visualization/image") light source (see rsk10975 output "white light") camera head (sensor, sensor cable) coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) 1488 & 1588 extension cable intermittence while using rf devices (ex: valleylab) problem toggling light source or from camera head connected monitors leaking use error poor grounding (e.g. "Finger" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Event description:
This event was initially reported as a malfunction for foggy image. Upon additional information provided, this event is no longer reportable. The camera console cannot be implicated in lens fogging issues due to its complete isolation from the optical assembly. This isolation is achieved through 2 key design elements: 1. Physical separation between the console and optical components 2. Independent thermal management systems that prevent any heat transfer between the console and optical assembly these design features ensure that any moisture or environmental conditions affecting the console cannot impact the optical assembly. Therefore, any observed fogging must originate from factors within the optical assembly itself or from external environmental conditions affecting the optical pathway directly. This event description most likely indicates ¿poor quality image output¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. No report will be filed.

Manufacturer narrative:
This event was initially reported as a malfunction for foggy image. Upon additional information provided, this event is no longer reportable. The camera console cannot be implicated in lens fogging issues due to its complete isolation from the optical assembly. This isolation is achieved through 2 key design elements: 1. Physical separation between the console and optical components 2. Independent thermal management systems that prevent any heat transfer between the console and optical assembly these design features ensure that any moisture or environmental conditions affecting the console cannot impact the optical assembly. Therefore, any observed fogging must originate from factors within the optical assembly itself or from external environmental conditions affecting the optical pathway directly. This event description most likely indicates ¿poor quality image output¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. No report will be filed.